Event description:
While placing a peripherally inserted central catheter (PICC) line, I attempted to break the modified seldinger introducer. Instead of splitting down the middle allowing me to remove the introducer, one blue wing broke off completely. Leaving the remainder of the plastic catheter around the line. Much effort was given to split the introducer. It took over 20 minutes and I was very concerned about dislodging the PICC or harming it in the process. Eventually it split and I was able to proceed with the line placement. This was on a micro premie with very limited veins. This was incredible stressful on a very delicate/fragile patient. Manufacturer response for introducer, syringe needle, neomagic (per site reporter). Issues ongoing with this product - still no resolve on investigations. We have sent samples and await their conclusions.